Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a power supply error. During an interventional procedure, the system suddenly shut down. The procedure was continued using an alternative system. The cause was determined to be a problem with the external power supply, which was interrupted due to problems with the power distribution system in the building. The siemens system did not cause or contribute to the situation described. After the external power supply was restored, the siemens system also worked again and no failure related to the siemens system was identified. After detailed investigation, the incident is not classified as a reportable event as the siemens system did not cause or contribute to the situation described.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported an unexpected system shutdown. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.